Event description:
Spontaneous call from np from md office report IV line issue. Requested dressing product. No other info available. Unk if md is aware. (B)(6). Reported to (B)(6) by health professional.